Event description:
It was reported "staple misaligned". No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample was not returned for analysis. The DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "staple misaligned". No patient harm or injury reported. The patien'ts current condition is reported as "fine".